Event description:
It was reported by the customer that a pyxis medstation es system had issue with medication count. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the two stations had the same computer name. A technical support specialist assigned the previous computer name to the station, which allowed for the manual recovery of the database affected by the issue. After successfully recovering the database, the specialist monitored the station until it was completely uploaded to the server. It was confirmed that the station's loads and changes were now reflected on the server. Subsequently, the specialist returned to the station, applied the correct name, rebooted the system, and verified that the station was fully uploaded. The system functioned as intended after the technical support specialist troubleshoot the device.